Event description:
Same case as manufacturer's report #6000093-2006-02281. It was reported that 231 days after implantation of a 2.75x24mm and a 2.75x20mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesions were located in the proximal and mid right coronary artery (rca). Pre-intervention stenosis percentages were not reported. The lesions were pre-dilated with a 2.75x15mm sprinter balloon. A 2.75x24mm taxus stent was deployed in the mid rca in the region of the lesion. A 2.75x20mm taxus stent was deployed in the proximal rca over-lapping the previously placed stent. It was not reported that the stents were post-dilated. Timi iii flow with "complete perfusion" was noted throughout post procedure. The patient received plavix, aspirin, and prednisone prior; heparin, and intracoronary nitroglycerin, during the procedure. The procedure was reported to be "successful" and the patient "in stable condition." There were "no complications." The patient presented 231 days after the initial procedure with in-stent restenosis (percentage not reported) in the rca. The patient received "plain old balloon angioplasty," (poba) of the mid to proximal rca with a 2.75x15mm sprinter balloon. "Excellent" timi iii flow down the entire vessel" was reported following balloon dilation. The patient was discharged on ecotrin, plavix, simvastatin, enalapril, avapro, and hydroclorothiazide. The patient's condition was "stable" on discharge.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #8074088 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.